Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Age at time of event: early (B)(6). Mfg site name: flexmedical disposables (avail medical products). (B)(4).

Event description:
Same case as 2134265-2018-02370. It was reported st elevation and a likely air embolism occurred. During ablation with an intellanav oi ablation catheter, the bubble detector on the metriq pump alarmed. The bubble was addressed by stopping ablation, removing the catheter from the body, dislodging any bubbles in the pump tubing, and flushing the catheter with 75ml. The pump was then placed in standby flow and reinserted into the body. The physician noticed st elevation and a drop in blood pressure; it was unclear if this occurred before or during initial ablation. The physician indicated it was likely an air embolism. The patient was examined using ultrasound, but no further interventions took place. The catheter was removed from the patient and exchanged for another boston scientific ablation catheter. The case ended successfully and the patient left the room in stable condition.